Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("very strong pain during menstruation") and menorrhagia ("bleed very much during menstruation and her period was also longer than before the insertion") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant) and menstruation irregular ("irregular period"). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, menorrhagia and menstruation irregular outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, menorrhagia and menstruation irregular with essure. The reporter commented: she has contacted several doctors who have a different approach to the operation. Some say that essure shall be removed by pulling it out inside the body, some say to cut it out complete with the tubes and the edge of the uterus. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.